Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: nc emerge mr, ous 2.50mm x 8mm catheter was returned for analysis. Visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. A detailed microscopic examination of the balloon material identified a 4mm longitudinal balloon tear or rupture at mid-section. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. The bumper was flared. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.